Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 66 (mg/dl). Candy was consumed to treat bg level. Reportedly, customer has been in contact with their health care provider to discuss diabetes management.

Manufacturer narrative:
Brand name, common device name